Event description:
Caller states patient tested 8.0 inr and 2.9 inr on the coaguchek xs system. Caller states the incorrect capillary tubes may have been used. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The customer reported that he went to swim while wearing the insulin pump. Troubleshooting was performed and the device alarmed. No further info was provided.